Manufacturer narrative:
The insulin pump was received with a critical pump error open book error an pump error 35 was found in the formatted history file due to force sensor zero offset out of spec. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose was 6.8 mmol/l. The customer stated that the critical pump error image on the pump screen. The customer stated the issue came up while attempting to rewind pump for set change. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.